Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, alarmed upstream occlusion. No additional information is available.